Manufacturer narrative:
One device returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and particulate larger than the acceptance criteria was found in the fluid path. The complaint was confirmed. The contamination appears to have originated from the tubing supplier.

Event description:
The distributor reported that a foreign object was found in the fluid path of the tubing in the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.